Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm and table operation could not be done. During troubleshooting fse found that problem was a button battery inside the geo ipc which controls arm and table. Fse has replaced the button battery. After that system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the c-arm and table operation could not be done. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.